Event description:
The pt was found deceased in her home. Per the family, the coroner has ruled the death as diabetes related and no autopsy was conducted.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted review of the device history record for this pump and it was operating within required specifications at the time of release. Per the family, the coroner has ruled the death as diabetes related and no autopsy was conducted. The family also reported that the pump was found on the ground near the body, but was not connected to the pt. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.